Manufacturer narrative:
One crescent accu-pass suture shuttle was returned for evaluation. Visual assessment of the device confirmed the reported breakage. The crescent tip has broken from the shaft. The break is angular in nature consistent with excessive force being placed on the device during use. The device appears to have been autoclaved as the handle is melted. The shaft appears to be bent on two planes. Dimensional assessment of the tip and shaft found them to meet print specification. Per the device IFU 1061583 under precautions¿ as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in failure of the instrument. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that the distal part of the accu-pass str shuttle crescent shaft snapped off whilst in use in a patient's shoulder. The broken piece was removed from the patient. This caused a delay of approximately 2 hours and the arthroscopic procedure had to be made into an open procedure in order to do so. The procedure was an arthroscopic shoulder stabilisation. No back up device was required as the repair was sufficient.